Manufacturer narrative:
The device was not returned to edwards for evaluation as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was reported that a patient with a 23 mm edwards aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The tavr was performed with a 23 mm 9755rsl transcatheter valve. The procedure was successful.

Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 6 years, 3 months due to unknown reason. The tavr was performed with a 23mm 9755rsl transcatheter valve. The patient was in recovery post procedure.

Manufacturer narrative:
H11: additional manufacturer narrative: updated: a1, a2, a3a., b4, b5, d1, d4 (model number, serial number, expiration date, primary unique device identification), d6a., g3, g4 (PMA number), g6, h2, h4, h6 (investigation findings, investigation conclusions). Due diligence attempts were made to gather additional information regarding a device failure mode, however additional information is not available at this time. Patient medical records were not provided by the hospital for review. In this case, there is no evidence of a malfunction which could be related to a manufacturing non-conformance and/or one was not suspected or confirmed through investigation; no labeling non-conformance/deficiency; no use-related issue with a hazardous situation; no device-related infection; and no evidence of a product failure with regard to design, reliability, or use error. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, a definitive root cause cannot be conclusively determined. The device history record (DHR) was not reviewed as no information regarding a device failure mode was provided. Therefore, a review of manufacturing and/or device component issues that may have contributed to the reported event is unable to be performed. H11: corrected data: d2a., d2b.